Manufacturer narrative:
This information is based on the subsequent follow up information obtained. All information provided is included in this report. Upon investigation, it was discovered that the information in this article was previously reported in a timely manner and is represented in the regulatory report number (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the company representative, who indicated that the information presented in the article has already been reported through the appropriate channels.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿pulmonary vein perforation into bronchi: a rare but life-threatening complication of cryoballoon ablation.¿ eur heart j case rep. 2019 mar 4; 3 (1): ytz022. Doi: 10.1093/ehjcr/ytz022. Ecollection 2019 mar. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complication during the use of a cryoballoon ablation catheter system: there was one patient who had a pulmonary vein perforation. During the first ablation of the procedure the patient developed a nose bleed, and blood pressure gradually dropped. It was discovered that there was bleeding from a small branch of the pulmonary vein; indicating a perforation into the bronchi. The patient was intubated and given medications. Hemostasis was confirmed of the perforated pulmonary vein. The patient also recovered from ¿complicated chemical pneumonitis¿ and was discharged from the hospital without further issues. The author did suggest that the ¿stiff part of the mapping catheter probably damaged the left superior pulmonary vein.¿ the status/disposition of the cryoablation system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.